Event description:
It was reported that this pacemaker recorded t wave over sensing and was reprogrammed to stop the over sensing. Some time later additional information was received mentioning that the patient had small r waves, so sensitivity was reprogrammed, there was under sensing afterwards so other programming options were discussed and recommended. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.